Event description:
Patient's mom reported they went to infuse 1pfs (10gm/50ml pfs) and when they loaded the syringe and pulled back the syringe, it did not work properly and all the meds came out on the floor. Patient's mom stated she had backup and used 1 extra. 1 vial was affected. Affected product was not able to be administered. No missed doses or adverse events reported. Unknown if products are available for return. No photos available. No further information, details or dates provided. Hizentra indication: chronic inflammatory demyelinating polyneuritis. ](B)(6).